Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0713) on 22-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had possibly migrated/ migration,") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") in a (B)(6) female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included phlebitis postpartum (4 weeks). Findings: radiopaque devices are seen within the left and right fallopian tubes, no acute fracture or subluxation. No osseous lesions present no any complications were time of essure procedure. Previously administered products included for anemia-antepartum: integra; for an unreported indication: flagyl. Concurrent conditions included abdominal pain, group b streptococcus neonatal sepsis (group b streptococcus (gbs) vaginal swab: positive atopobium vaginae vaginal swab: positive), bacterial vaginosis (positive megasphaera species (type 1 and type 2) vaginal swab: type 1 negative type 2 positive.) And tv trichomonas vaginalis (trichomonas vaginalis vaginal swab: positive). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and chronic pelvic pain/ pain"), back pain ("back pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), infection ("infection"), hypersensitivity ("allergic reactions"), alopecia ("hair loss,"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), nausea ("nausea"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). The patient was treated with surgery (essure device was removal on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, menorrhagia, infection, hypersensitivity, alopecia, dyspareunia, fatigue, vaginal haemorrhage, migraine, nausea, skin disorder, rash, dysmenorrhoea, vaginal discharge and weight decreased outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2012 hysterosalpingogram xray impression: status post essure procedure with a satisfactory appearance. No evidence of fallopian tube patency. On (B)(6) 2012, were results of your essure confirmation test, total bilateral occlusion, physician was told that her tubes were blocked, everything was good. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu 1st plaintiff fact sheet, new reporter, patient demographic information ,lab data updated, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and removal date (B)(6) 2017 provided, new event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, rashes or skin conditions, dysmenorrhea (cramping) and vaginal discharge were added,the event abnormal bleeding (general), dyspareunia (painful sexual intercourse) was clubbed with previous event. On 27-feb-2018: fu 2nd medical records, new reporter, patient demographic information and essure lot number, relevant information, lab data were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 22-aug-2015. The most recent information was received on 24-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device dislocation ('one of the coils had possibly migrated/ migration,') in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebitis postpartum (4 weeks), anemia, ache and fever. Findings: radiopaque devices are seen within the left and right fallopian tubes, no acute fracture or subluxation. No osseous lesions present no any complications were time of essure procedure (B)(6) 2012 hysterosalpingogram xray impression: status post essure procedure with a satisfactory appearance. No evidence of fallopian tube patency. On (B)(6) 2012, were were results of your essure confirmation test, total bilateral occlusion, physician was told that her tubes were blocked, everything was good. Previously administered products included for anemia-antepartum: integra; for an unreported indication: ortho tri-cyclen, yaz and flagyl. Concurrent conditions included abdominal pain, streptococcal bacteraemia (group b streptococcus (gbs) vaginal swab: positive atopobium vaginae vaginal swab: positive), bacterial vaginosis (positive megasphaera species (type 1 and type 2) vaginal swab: type 1 negative type 2 positive.), tv trichomonas vaginalis (trichomonas vaginalis vaginal swab: positive), gestational diabetes mellitus and trichomoniasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches").in (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/rashes or skin conditions-type: pelvic/rashes on face"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced alopecia ("hair loss/hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nausea ("nausea/nausea/nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain/ pain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss/weight gain/loss specify: loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),"), back pain ("back pain"), infection ("infection"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), anaemia ("anemia"), trichomoniasis ("trichomonas"), hot flush ("hormonal changes describe: hot lashes"), mood swings ("mood swings"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), micturition urgency ("bladder or urinary problems or changes: urgency"), dry skin ("dry patches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine headache ("migraine/headache") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, diphenhydramine hydrochloride, fluconazole (diflucan) and surgery (essure device was removal on (B)(6) 2017/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, back pain, menorrhagia, infection, hypersensitivity, vaginal haemorrhage, headache, anxiety, depression, anaemia, trichomoniasis, hot flush, mood swings, night sweats, urinary tract infection, vaginal infection, micturition urgency, dry skin, tooth disorder, feeling abnormal, amnesia, disturbance in attention, allergy to metals, weight increased, abdominal distension, migraine headache and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, alopecia, dyspareunia, fatigue, migraine, nausea, rash, dysmenorrhoea, vaginal discharge and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anaemia, anxiety, back pain, depression, device dislocation, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, rash, tooth disorder, trichomoniasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and migraine headache to be related to essure. The reporter commented: (B)(6) 2018 (discrepancy in date as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: infection by trichomona, depression, anxiety disorder, depression, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received-fu 12 and 13 proceeded together. New events hormonal changes describe: hot flashes, mood swings, night sweats, infection (bladder/ urinary tract/vaginal) type: urinary, vaginal infection, bladder or urinary problems or changes : urgency,dry patches, dental problems, neurological conditions or problems type: brain fog, memory loss, difficulty concentrating, nickel allergy, weight gain, gastrointestinal or digestive system condition type: bloating, migraine/headache, abdominal pain lower were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 22-aug-2015. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device dislocation ('one of the coils had possibly migrated/ migration,') in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebitis postpartum (4 weeks), anemia, ache and fever. Findings: radiopaque devices are seen within the left and right fallopian tubes, no acute fracture or subluxation. No osseous lesions present no any complications were time of essure procedure (B)(6) 2012 hysterosalpingogram xray impression: status post essure procedure with a satisfactory appearance. No evidence of fallopian tube patency. On (B)(6) 2012, were results of your essure confirmation test, total bilateral occlusion, physician was told that her tubes were blocked, everything was good. Previously administered products included for anemia-antepartum: integra; for an unreported indication: ortho tri-cyclen, yaz and flagyl. Concurrent conditions included abdominal pain, streptococcal bacteraemia (group b streptococcus (gbs) vaginal swab: positive atopobium vaginae vaginal swab: positive), bacterial vaginosis (positive megasphaera species (type 1 and type 2) vaginal swab: type 1 negative type 2 positive.), tv trichomonas vaginalis (trichomonas vaginalis vaginal swab: positive), gestational diabetes mellitus and trichomoniasis. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/rashes or skin conditions-type: pelvic/rashes on face"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced alopecia ("hair loss/hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nausea ("nausea/nausea/nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain/ pain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss/weight gain/loss specify: loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),"), back pain ("back pain"), infection ("infection"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), anaemia ("anemia"), trichomoniasis ("trichomonas"), hot flush ("hormonal changes describe: hot lashes"), mood swings ("mood swings"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), micturition urgency ("bladder or urinary problems or changes: urgency"), dry skin ("dry patches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine headache ("migraine/headache") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, diphenhydramine hydrochloride, fluconazole (diflucan) and surgery (essure device was removal on (B)(6) 2017/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, back pain, menorrhagia, infection, hypersensitivity, vaginal haemorrhage, headache, anxiety, depression, anaemia, trichomoniasis, hot flush, mood swings, night sweats, urinary tract infection, vaginal infection, micturition urgency, dry skin, tooth disorder, feeling abnormal, amnesia, disturbance in attention, allergy to metals, weight increased, abdominal distension, migraine headache and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, alopecia, dyspareunia, fatigue, migraine, nausea, rash, dysmenorrhoea, vaginal discharge and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anaemia, anxiety, back pain, depression, device dislocation, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, rash, tooth disorder, trichomoniasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and migraine headache to be related to essure. The reporter commented: (B)(6) 2018 (discrepancy in date as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: infection by trichomona, depression, anxiety disorder, depression, headache lot number: 915888 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0713) on 22-aug-2015. The most recent information was received on 05-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had possibly migrated/ migration,") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included phlebitis postpartum (4 weeks). Findings: radiopaque devices are seen within the left and right fallopian tubes, no acute fracture or subluxation. No osseous lesions present no any complications were time of essure procedure. Previously administered products included for anemia-antepartum: integra; for an unreported indication: flagyl. Concurrent conditions included abdominal pain, streptococcal bacteraemia (group b streptococcus (gbs) vaginal swab: positive atopobium vaginae vaginal swab: positive), bacterial vaginosis (positive megasphaera species (type 1 and type 2) vaginal swab: type 1 negative type 2 positive.) And tv trichomonas vaginalis (trichomonas vaginalis vaginal swab: positive). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), rash ("rashes or skin conditions/rashes or skin conditions-type: pelvic") and headache ("migraines / headaches"). In 2013, the patient experienced alopecia ("hair loss/hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain/ pain"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea/nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced weight decreased ("weight loss/weight gain/loss specify: loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), infection ("infection"), hypersensitivity ("allergic reactions") and skin disorder ("rashes or skin conditions"). The patient was treated with diphenhydramine hydrochloride (benadryl), metronidazole (flagyl), fluconazole (diflucan) and surgery (essure device was removal on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, menorrhagia, infection, hypersensitivity, vaginal haemorrhage, skin disorder and headache outcome was unknown and the genital haemorrhage, pelvic pain, alopecia, dyspareunia, fatigue, migraine, nausea, rash, dysmenorrhoea, vaginal discharge and weight decreased had resolved. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2012 hysterosalpingogram xray. Impression: status post essure procedure with a satisfactory appearance. No evidence of fallopian tube patency. On (B)(6) 2012, were results of your essure confirmation test, total bilateral occlusion, physician was told that her tubes were blocked, everything was good. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2018: pfs received. Headache was added, outcome of events were updated to resolved. On 5-jun-2018: quality safety evaluation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had possibly migrated/ migration,") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included phlebitis postpartum (4 weeks). Findings: radiopaque devices are seen within the left and right fallopian tubes, no acute fracture or subluxation. No osseous lesions present no any complications were time of essure procedure. Previously administered products included for anemia-antepartum: integra; for an unreported indication: flagyl. Concurrent conditions included abdominal pain, streptococcal bacteraemia (group b streptococcus (gbs) vaginal swab: positive atopobium vaginae vaginal swab: positive), bacterial vaginosis (positive megasphaera species (type 1 and type 2) vaginal swab: type 1 negative type 2 positive.) And tv trichomonas vaginalis (trichomonas vaginalis vaginal swab: positive). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), rash ("rashes or skin conditions/rashes or skin conditions-type: pelvic") and headache ("migraines / headaches"). In 2013, the patient experienced alopecia ("hair loss/hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain/ pain"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea/nausea") and vaginal discharge ("vaginal discharge"). In november 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced weight decreased ("weight loss/weight gain/loss specify: loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), infection ("infection"), hypersensitivity ("allergic reactions"), skin disorder ("rashes or skin conditions"), anxiety ("anxiety"), depression ("depression"), anaemia ("anemia") and trichomoniasis ("trichomonas"). The patient was treated with diphenhydramine hydrochloride (benadryl), metronidazole (flagyl), fluconazole (diflucan) and surgery (essure device was removal on mar-2017). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, menorrhagia, infection, hypersensitivity, vaginal haemorrhage, skin disorder, headache, anxiety, depression, anaemia and trichomoniasis outcome was unknown and the genital haemorrhage, pelvic pain, alopecia, dyspareunia, fatigue, migraine, nausea, rash, dysmenorrhoea, vaginal discharge and weight decreased had resolved. The reporter considered alopecia, anaemia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, trichomoniasis, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2012 hysterosalpingogram xray impression: status post essure procedure with a satisfactory appearance. No evidence of fallopian tube patency. On jun2012, were were results of your essure confirmation test, total bilateral occlusion, physician was told that her tubes were blocked, everything was good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: infection by trichomona. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters information added. Events:trichomonas; anxiety, depression; anemia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.